Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/31//2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The battery is pass due for replacement and no parts are available to complete repairs. The customer decided to remove the unit from service. If further information is obtained, this complaint will be reopened.

Event description:
The customer reported air supply error. There was no patient involvement.